Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. Internal corrosion was noted in the pod, mainly on and near the bottom battery. During fluid path test, fluid was found leaking through a tear on the unexposed portion of soft cannula. This tear on the unexposed soft cannula was the source of internal fluid leakage that caused corrosion inside the device. This damage to soft cannula affected the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod between 4 and 24 hours their blood glucose level had rose to 474 mg/dl. As treatment, the patient administered manual insulin corrections and applied a new pod. The patient's blood glucose history are as follows: time : 10:15 am , bg(mg/dl): 446. 11:00 am , 387. 1:15pm-1:30 pm, 474. 3:00 pm, 358. 6:00 pm, 94.